Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned in backup vvi operation. Analysis was normal. No anomaly was noted.

Event description:
It was reported that the patient presented in operating room for a pulse generator upgrade procedure. During the procedure, the old pulse generator exhibited backup vvi operation. It was explanted and replaced.